Event description:
The customer received a blood glucose reading of 10mg/dl on the contour meter, retested on a different meter and the reading was 170mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strips information was not provided. Strips were not expected to be returned. A new kit was sent to the customer.